Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. The lesion was pre-dilated with a 2.5 mm balloon and the 3.0x18 mm xience sierra stent was implanted. Post dilatation was performed with a 3.5 mm non-compliant balloon and a distal edge dissection was noted. A 2.75x15 mm xience sierra stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.